Event description:
Customer reported via phone, the insulin pump was not working and was having keypad issues. The device might have some water damage. Customer states the buttons do not respond initially but later the device would respond to the buttons that were pressed, device is having a delayed responds. Customer does not know blood glucose at the time of the event. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.